Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for eval. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the head of the burr broke off inside the shaft of the pt's ulna. It was also reported that the head of the bur was left in the pt and the surgery continued as scheduled. No adverse consequences were reported.